Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. During the procedure, the nt clip failed to establish the final arm angle (efaa). The lock did not hold and the clip opened greater than 10 degrees. Troubleshooting was performed but the issue did not resolve. The clip was removed from the body and a replacement clip was used. The procedure was completed with a mr grade of 2. This issue reportedly caused a delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one (1) fluoroscopic video taken during active use of the second cds with the first implanted clip in view. At the beginning of the video, the clip arm angle is ~20°. As the video progresses, the clip arms slowly open to ~45°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip arms open by a noticeable degree (> 10°). Presumably, the video was taken during a failed efaa attempt in which the clip arms were observed to open more than 10° and aligns with the reported incident details.¿